Manufacturer narrative:
Complaint allegation is confirmed by the attached picture, which shows the base of the eyelet was broken off and disengaged from the shaft. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The method of bone preparation was not specified. Per dfu-0087-eo rev 3 - g precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/03/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-2323pslc peek swivelock suture anchor tip broke after placement during a shoulder arthroscopy. Another anchor was opened with authorization. The patient had good bone quality, and all fragments were removed. There was no delay in the procedure, and no additional anesthesia was administered. No patient was affected.